Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the battery compartment was found to be cracked and failed a leak test. Stripped threads were found on the battery cap. Moisture/corrosion was found within the battery compartment. When the pump casing was opened to investigate, no evidence of moisture intrusion was found on the interior components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly a piece of the housing material fell off the battery compartment when patient was changing battery. The patient stated that there was no damage to the battery cap and no moisture/corrosion within the battery compartment or behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.